Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia with a blood glucose reading of 207 mg/dl and attempted to use a meal announcement to reduce glucose, which was identified as inappropriate use because it can maladapt the meal algorithm and reduce corrective insulin delivery. Symptoms included elevated blood glucose without reported acute complications. Outcomes included user education and troubleshooting on proper use of correction dosing rather than meal announcements for hyperglycemia. Investigation included customer communication and product-use review focused on dosing behavior and algorithm function. Investigation of this case revealed no device malfunction and indicated user technique error in using meal announcements as a corrective action, which could lead to insufficient insulin delivery by the algorithm. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.